Event description:
In 2008, the lay user/pt contacted lifescan alleging there were black marks on the display of the one touch ultra link meter. The pt denied having any symptoms or receiving any medical attention. The pt did not take any action regarding diabetes treatment with regard to the issue. The product was not new and the interface cable was not attached. This complaint is being reported because the display issue was not resolved through troubleshooting. The pt did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter and strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.